Event description:
It was reported the pt went to the ER and was hospitalized due to an mrsa infection at the scs ipg pocket site. The pt was scheduled to have her scs system explanted. Additionally, the pt was treated with IV antibiotics in addition to vancomycin. F/u identified the pt's scs system was explanted. The pt is "doing well" and the issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.